Event description:
A model 754 portable ventilator was returned for service. The customer reported the units' operating time on internal batteries did not meet specifications. An inspection revealed that the customer was not charging the batteries for a proper period of time. The unit was charged and discharged several times and operated properly. No serious injury resulted from the incident. The event was attributed to user error.